Manufacturer narrative:
The reported failure of active exhalation pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution

Event description:
The manufacturer received information alleging that a trilogy ev300 ventilator failed the active exhalation test prior to implementation of a field change order (fco). There was no report of patient injury or adverse health consequences. The device was not in use on a patient at the time the issue was identified. The device was evaluated by a third-party service provider. During troubleshooting, the technician replaced the 3-way solenoid valve. Following the repair, a full system test was performed and all tests passed. The device was returned to service. No additional issues were identified during the evaluation.